Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. As result of dislodged proximal clevis, the tube extension has cracked at the orange section of the component. There was one (1) crack observed, and the crack measured 3.50 mm in length. There were no broken pieces. Thermal damage was not observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of a cracked tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Cracks in the plastic at this over mold area do not cause a complete fracture of the material.

Event description:
It was reported that during da vinci-assisted surgical procedure, there was an abnormal bending of the monopolar curved scissors (mcs) instrument. They could not be moved. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 19-feb-2026: the scissors remained open during robotic-assisted surgery and could not be closed. The surgeon had to undock to remove the scissors. The surgeon was able to remove the instrument with the cannula without enlarging the incision.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.